Event description:
It was reported that during the initial implant procedure, the right ventricle (rv) leadless pacemaker (lp) dislodged into the rv outflow tract (rvot). During the retrieval of the rv lp, the helix became stretched. The rv lp was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.